Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were fully advanced. The engaged reload was fully fired with the jaws clamped and the knife bar fully advanced. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. The instrument was then successfully loaded with a reload. The instrument and reload was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. The firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler has been fired on an open low anterior resection procedure and was removed from the patient safely. However, when the technician attempted to get the load off at the back table, the load was closed and they accidentally touched the black trigger. The knife blade moved forward on the load even after the load had previously been used. They attempted to pull black wings back to retract the blade but it would not move. They advanced the knife blade all the way down with the black firing trigger and the wings would still not move. A new handle was opened to complete the case. There was no patient injury.